Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h2, h3 and h6 have been updated accordingly. (H3) the evaluation noted that revision reported was likely the result of an insufficient bond between the implant and the bone which led to aseptic (non-infected) loosening of the femoral component. The observed insert wear may have been a result of third body wear, bone/bone cement overhang, and/or articulating with a loose femoral component. However, this cannot be confirmed because the components were not returned for evaluation. The most probable root cause for the reported event of "loosening femoral" is associated with weakened integration of the device at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported, approximately 6 years postop the initial implant, this (B)(6) y/o female patient who was 5'1" and had a bmi of 34.2, was revised for right femoral loosening. The revision was completed with competitor¿s device system. Patient was last known to be in stable condition following the event. Devices will not return due to facility policy.